Event description:
The patient reported a large air bubble at the luer lock portion of his infusion set which caused his blood glucose to elevate. His blood glucose registered "hi" (typically greater than 600 mg/dl). The patient's normal blood glucose range is from 100 to 150 mg/dl. The patient reported symptoms of feeling extremely weak and exhausted. The patient administered insulin injections to bring his blood glucose down to 480 mg/dl. When the patient noticed the air bubble in his infusion set tubing, he performed a prime to release the air bubble out of the tubing. At the time of this call, the patient's blood glucose was at 280 mg/dl. The patient received a follow-up phone call and he stated that his blood glucose has returned to normal since priming the air bubble out of the infusion set tubing. The patient did not need assistance from a healthcare professional or second party. The product will not be returned for evaluation.